Event description:
A report was received that the patient is experiencing discomfort at ipg site location. The patient will undergo an ipg relocation.

Manufacturer narrative:
Additional information was received that the patient underwent a revision of the pocket site and is reportedly doing well following the revision.

Event description:
A report was received that the patient is experiencing discomfort at ipg site location. The patient will undergo an ipg relocation.